Event description:
The lay user/reporter contacted lifescan and alleged that the patient's one touch ultra meter was giving inaccurate erratic results. The pt received blood glucose results of 3.9 mmol/l, 20.4 mmol/l, 10.1 mmol/l, and 9.8 mmol/l with a lifescan meter, performed within 10 minutes of each other. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mmol/l) and that it was coded correctly. The test strips were in good condition and within the expiration date. The reporter was walked through two consecutive control solution tests and the results fell outside the specified range. A replacement meter was sent to the lay user/patient.